Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device leaked and crystallization was visible on pump line near connection point. The issue occurred during patient use. It was further noted that leakage was observed overnight, with wetness identified around the pump area. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a segment of the device¿s tubing near the flow restrictor, and no leak was visible in the image. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.